Manufacturer narrative:
Exact date unknown, event was discovered on (B)(6) 2020, the date of ipg revision.

Event description:
It was reported that the patients lead had high impedances and was found to be fractured just above where the leads exits the ipg. The patient underwent a lead replacement procedure and was programmed in recovery. The explanted lead will not be returned.